Event description:
It was reported that the patient presented to the clinic with low flow alarms. Upon interrogation, it was noted that the pump was off for 169 minutes. A controller exchange was performed which resolved the pump off. Driveline faults persisted. Log files from the original controller captured power fuse faults that resulted in the pump shutting off. These were possibly caused by a short between two of the wires within the driveline. Log files from the backup controller noted comm a fault alarms which were likely the result of the short. It was noted that the silastic coating and kevlar layers of the driveline had been cut through and the exposed red wire could be seen. This was a couple inches from the exit site. The patient was unaware how this happened. Upon visual inspection of the driveline, at least three wires were noted to have damaged insulation. The ground b and comm b wires had no insulation and the wires were touching. On (B)(6) 2022 a driveline repair was performed which included repair of 5 of the 6 inner wires of the driveline. A power fault alarm was noted during repair. Upon reconnection to the controller, the comm fault alarm cleared, but the power fault alarm remained. A log file review showed that the power a line had an over-current protection (ocp) fault, indicating damage to the controller fuse. The controller was replaced and the power fault alarm cleared.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient¿s pump cable was confirmed through the evaluation of the submitted image and the onsite evaluation by an abbott representative, which would have contributed to the reported pump stop. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. Review of the submitted image revealed damage to the silicone jacket of the pump cable that breached the underlying armor and bionate layers and exposed the red driveline wire. Per the physician, the patient was unaware of how the damage occurred. An abbott representative was on-site for visual inspection of the driveline on (B)(6) 2022 and noted at least 3 wires with damaged insulation. The exposed conductors of two of the damaged wires were also noted to be touching. A heartmate (hm) 3 driveline repair was performed on (B)(6) 2022 by an abbott representative. During the procedure, it was noted that the monitor displayed a power fault in addition to the existing communication fault. Further inspection of the driveline revealed insulation damage on 5 of the 6 wires. While removing the bionate layer, a power short occurred causing the pump to stop again. This was due to the tool making contact with two wires. To mitigate further damage to the controllers, the remainder of the repair was performed with the controller disconnected as the patient was in stable condition. Each individual wire was isolated and wrapped in kapton tape, following which, the controller was reconnected. It was noted that the communication fault had cleared at this time, but the power fault remained due to a damaged controller fuse. The controller was replaced again, and the power fault alarm cleared. All 6 wires were further wrapped in kapton tape, and the entire repair site was wrapped in rescue tape. The controller event log files collectively contained data from 05:59:49 through 12:12:49 on 25jul2022. Transient low flow faults were captured throughout the first file which resulted in several low flow hazard alarms. At approximately 08:53, controller internal fault, lvad off, and loss of lvad communication alarms became active. At this time, the pump stopped and remained off for the remainder of the file. These events were consistent with the reported damage to 5 of the 6 driveline wires. At approximately 11:42 the controller was disconnected from power and a controller shutdown sequence was initiated. These events were consistent with the reported controller exchange performed in the clinic. Following the connection of the driveline to the backup system controller, a driveline communication fault alarm associated with a com a fault became active and persisted throughout the remainder of the second file. No other notable events were observed. It was reported that the patient remained in stable condition throughout the repair. Multiple attempts were made to obtain additional information; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. The hm3 lvas pocket guides to alarms for patients rev. A, and clinicians rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and call their hospital contact right away if the driveline is damaged (or might be damaged). Several sections of the IFU and patient handbook also provide information regarding how to clean and care for the driveline. These sections state to keep the driveline clean. As needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.